Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed november 18, 2013.

Event description:
Per the clinic, the patient developed an ear infection resulting in the decision to explant the internal device. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device. Additional information has been requested but has not been made available as of the date of this report.